Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alert alarm. The customer's blood glucose value was unknown at the time of the incident. The customer informed that the screen was cracked at the bottom right corner. The insulin pump housing worn around the belt clip and the batteries had to be changed weekly. The customer stated that they had to rewind the insulin pump to work again and the priming and rewinding was louder. The device will not be returned for analysis.